Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The nurse reported via phone call that the customer was hospitalized with low blood glucose on 08/19/2015. Customer's blood glucose declined to 25 mg/dl during this event. The nurse reported the customer was sleeping and began to convulse from their blood glucose. The customer was treated with an IV. The nurse also reported having issues with uploading the insulin pump. The insulin pump will not be returned for analysis.